Event description:
Health care professional (hcp) reports 5 incidents of blood leaks noted at the onset and middle of pt treatment on reuse numbers 9, 10, 6,2 and 4. 2 out of 5 incidents were noted by visible blood in the dialysate lines and blood leak alarms. 3 out of 5 incidents were noted by only blood leak alarms. All 5 incidents were confirmed with hemastix. Estimated blood loss for each incidents was 200cc. Treatments were all continued with new disposables without incident. No pt injury or medical intervention reported.